Event description:
It was observed that during the device inspection, the video system center exhibited the monitor blacked out. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation olympus was not able to confirm the burning smell phenomenon. However, it is likely the blackout was due to the defective cable inside the chassis being disconnected. The root causes of the reported events are unable to be determined. Olympus will continue to monitor field performance for this device.